Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code the device functioned normally. Printouts from the field showed high current drain and the device was operating at elective replacement indicator (eri). The device was monitored for 14 days for high current drain and the problem was not reproduced.